Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: does the surgeon know the product code of the device implanted. It was a proceed mesh, is it possible for surgical team to consult the medical record for this information? No. What was the product code?: if not mistaken, is pcdm1. Provide lot number?: unknown by hcp. The separation of the device was noted upon removal of the package. Please provide the following: confirm that despite apparent device issue being observed prior to any device/patient contact, the device was implanted into the patient?: yes. Was there any damage to the packaging such as pinholes that may have exposed the device to the environment?: no. Confirm if the device was expired, this is unclear?: yes, confirm the device was expired. Was there any patient consequence reported to date?: no.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and the mesh was implanted. It was reported that prior to surgery the device separated into two layers which is orc and psm upon removal from the package during surgical procedure. It was reported that the doctor used the separated mesh for the patient. It was also reported that the mesh had already expired and was re-sterilized before the surgery. There were no adverse patient consequences reported.